Manufacturer narrative:
The ge service rep isolated the problem to a defective system battery. The rep replaced the defective battery and checked the system for proper operation. The system performs as intended.

Event description:
The customer reported that the system displayed a generator error message.